Event description:
It was reported that the housing cover was broken due to vibration during testing the motor operation before the surgery. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign- chile. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h11. No product was returned or pictures provided; visual and functional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.